Event description:
The patient was initially implanted with a bifurcated stent graft, an infrarenal stent graft extension and (2) limb extensions to treat an abdominal aortic aneurysm (aaa). Approximately 7 years post initial procedure a type 3b endoleak with abdominal pain was diagnosed (exact date was not provided). A re-intervention has been scheduled. As of the date of this report, there have been no additional patient sequelae reported. Additional information: the reported scheduled re-intervention has been cancelled however no reason was provided. This patient had a previously reported event under MFR# reported under MDR 2031527-2013-00328. An afx bifurcated stent graft and two (2) aortic extensions were implanted on (B)(6)2013 to resolve this event.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the event of the type 3b endoleak of the bifurcated stent graft. The event is most likely device related due to the use of strata material. Ischemia of the left foot (non device related) secondary to acute occlusion of the outflow vessels in the left thigh due to a progression of the patients peripheral vascular disease was identified. Procedure related harms for this event could not be determined. The final patient status was reported as pending a secondary endovascular repair. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: b5: describe event or problem has been updated. D4: model number has been updated d4: serial #: remove 1030192-019 d4: expiration date has been updated. D6: implant date has been updated. D11: concomitant medical products and therapy dates has been updated. G1,2: contact office- name has been updated. H4: device manufacture date has been updated. H6: device code: remove code 3190. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. "Device iteration is afx with strata".

Event description:
The patient was initially implanted with a bifurcated stent graft, an infrarenal stent graft extension and (2) limb extensions to treat an abdominal aortic aneurysm (aaa). Approximately 7 years post initial procedure a type 3b endoleak with abdominal pain was diagnosed (exact date was not provided). A re-intervention has been scheduled. As of the date of this report, there have been no additional patient sequelae reported.